Manufacturer narrative:
(B)(4).

Event description:
It was reported during a prostate procedure at 10,282 joules of use; "beam directed out the end of the fibre" was observed. The procedure was completed with second fiber. Patient outcome: "no complications" was reported. No injury to patient was reported.

Manufacturer narrative:
UDI# (B)(4). Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.